Manufacturer narrative:
Complaint number (B)(4). The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The healthcare professional reported following injection of evolysse smooth in the patient's chin, marionette lines, nasolabial folds, oral commissures and perioral lines on (B)(6) 2025, the patient complained that it felt firm beginning on (B)(6) 2025. Safety database reference number (B)(4). Additional comments: importer complaint number (B)(4).